Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic tore off during insertion. The lens was out into pieces when it was removed. It was stated that the lens was implanted and removed without pt injury. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.